Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. At a previous device check estimated longevity was 2.5 years. Twelve months later the device was reporting a longevity of less than four months. The patient is pacing dependent, so the decision was made by the referring hospital to list for urgent box change procedure. This device was replaced and will return to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. At a previous device check estimated longevity was 2.5 years. Twelve months later the device was reporting a longevity of less than four months. The patient is pacing dependent, so the decision was made by the referring hospital to list for urgent box change procedure. This device was replaced and will return to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. At a previous device check estimated longevity was 2.5 years. Twelve months later the device was reporting a longevity of less than four months. The patient is pacing dependent, so the decision was made by the referring hospital to list for urgent box change procedure. This device was replaced and will return to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.